Manufacturer narrative:
Product ID 39286-65, serial# (B)(4), implanted: 2014 (B)(6); product type lead product ID 97740, serial# (B)(4); product type programmer, patient product ID 97754, serial# (B)(4); product type recharger. (B)(4).

Event description:
It was reported there was an infection that started 2 weeks prior to report. It was reported, the patient was in the hospital in (B)(6), and had a bad infection with the implant that started 2 weeks prior to report. It was noted, the patient tried oral antibiotics and monday of the week of the report she was hospitalized for IV antibiotics.

Event description:
It was later reported that the patient was admitted on the first of march treated for the infection. It was noted that an ultrasound and CT scan were performed. It was later reported that the ultrasound and/or the CT scan were performed for the infection. It was noted that "it was clear."